Manufacturer narrative:
The complaint was confirmed.the product surveillance technician (pst) observed the broken tongue. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The reported issue was confirmed by the field service representative (fsr), as he replaced the roller pump tongue. Corrective maintenance/inspection was completed successfully. The unit operated to manufacturer's specifications and is ready for clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the roller pump tongue was broken. There was no patient involvement.